Event description:
The event involved a 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer where it was reported that it appeared that quad fuse was backed up and started leaking lipids. The event occurred during use for patient at pediatric medicine. Thus, there was patient involvement, unknown human harm and unknown delay in therapy reported.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) used list# mc33688, 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer, as received, one of the microclaves was stuck down, also noticed seal damage, coring. No other anomalies observed. No mating devices were returned with the used sample. The returned sample was leak tested and a leak was confirmed. The returned used microclave had seal damage typical of access with an incompatible mating device. The customer complaint of leaking is confirmed. Dfu states: to avoid damage to the clave or syringes or male luers which may result in delays of medication administration and possible serious adverse events, users should confirm mating luers or syringes have an internal diameter range of 0.062¿ to 0.110¿. Check the internal diameter of the male-luer connector of the mating syringe prior to using it to access the clave. A device history record lot# review could not be conducted because no lot number(s) was/were identified.